Event description:
It was reported that the patient experienced return of spasticity one day after refill. A rotor study was performed and it was noted that the rotor did not turn. The pump was explanted and replaced.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is completed.